Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during an unspecified procedure on (B)(6) 2013. According to the complainant, while the device was inside the patient, the physician was unable to ¿connect [the] wire. The hook didn't retract.¿ there were no complications to the patient, who was reportedly ¿stable¿ at the conclusion of the procedure. No further information is available. Attempts to obtain additional have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional evaluation found that the device could be loaded three times without issue. The returned device was found to be within specifications. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during an unspecified procedure on (B)(6) 2013. According to the complainant, while the device was inside the patient, the physician was unable to ¿connect [the] wire. The hook didn't retract.¿ there were no complications to the patient, who was reportedly ¿stable¿ at the conclusion of the procedure. No further information is available. Attempts to obtain additional have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.